Event description:
The blade broke and fell into the surgical site. It was retrieved without injury to the patient.

Manufacturer narrative:
The blade broke and fell into the surgical site. It was retrieved without injury to the patient and no further intervention was required. The piece was returned and the issue was confirmed. The break across the blade was clean and straight. A root cause was not determined for this incident. We have no trend for this issue with this device. It is not known if user error may have played a role.